Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2015 was at an unspecified level above 250 mg/dl with symptoms of dehydration and was treated at an emergency room for diabetic ketoacidosis with an unspecified treatment. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. This complaint is being reported because a pump malfunction or use error could not be ruled out as a contributing factor to the alleged serious health condition.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 12/01/2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the complaint could not be investigated due to a keypad response issue. Review of the pump¿s black box revealed the total daily dose record was appropriate for the user programmed deliveries. Unrelated to the complaint, two battery compartment cracks were observed. Investigation revealed the display screen was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.